Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaws became difficult to open at the middle of the procedure. They had to replace it with another similar handpiece to complete the procedure. There was no patient injury.